Manufacturer narrative:
Investigation into this event was unable to conclude a definitive root cause although the investigation found that sample tube processing could have taken place outside of the sample tube manufactures recommendations, which may have contributed to the event. There was no indication the eciq analyzer was not performing as intended. There was no allegation of patient harm as a result of this event.

Event description:
The customer observed imprecise vitros tropi es results from a single patient sample, processed on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was not reported outside the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)